Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was unable to reset the pump at the time and planned to follow up with further actions.